Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that four screws broke during surgery. This report is 3 of 4 for complaint (B)(4).

Manufacturer narrative:
(B)(4): we received four screws or parts of screws for investigation; one screw head, the broken off threaded body of the screw is missing, and three screws we received are dull at the tip. It appears that either too much mechanical force has been applied onto the implant or the screws were inserted into very hard cortical bone resulting in the damage of the screws. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.